Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was initially unable to reload the original cartridge and resume insulin therapy. Technical support instructed the customer to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully. When reloading the original cartridge failed, technical support assisted the customer in properly loading a new cartridge, after which the customer was able to successfully resume insulin therapy. The issue was resolved.